Event description:
It was reported to philips that flexvision monitor had image problems. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event and the planned vascular treatment was delayed about one minute. The philips field service engineer (fse) inspected the system onsite and found that the flexvision monitor had image problems. Review of logfiles confirms no errors. During troubleshooting, fse replaced flex vision application software. After replacement of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code and evaluation method code were corrected.